Event description:
It was reported by a neurologist that a vns pt was having seizures above pre-vns baseline since his prophylactic generator replacement. Vns generator's diagnostics were ok and no malfunction is suspected. There has been no medication or programming changes and neurologist is not sure if increase seizure is related to vns therapy. No interventions have been planned so far per neurologist. MFR reviewed pt's x-ray images. The alignment of the positive and negative electrode appeared to be normal. There were strain relief bend and loop present. The lead was routed towards the generator. The generator was placed on the left chest and a small amount of lead was placed behind the generator. The connector pin appeared to be fully inserted. The filter feed-thru wires appeared to be intact. The lead also appeared to be intact at the connector pin. No obvious anomalies could be identified in visualized portion of the pt's vns device.